Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 350 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer was not able to continue troubleshooting due to it taking longer than anticipated. Customer was advised to call back to continue troubleshooting for air bubbles and to perform high pressure test.